Event description:
The manufacturer received information alleging a ventilator was alarming for a "critical error" and the ventilator's lcd screen was blank. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition related to the internal battery was observed and the lcd screen was found to be blank. The device's internal battery and lcd screen need to be replaced to address the issues. No repairs were performed. The device was scrapped.